Event description:
Healthcare professional reported right side implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "implant was also found to be ruptured" during surgery. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: rupture observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.